Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the cable was pulled from the strain relief, damaging connector j702 which caused the service code 204. The root cause of the strained cable was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient called to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.